Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine hv lead impedance measurements, atrial oversensing was observed. Device reprogramming was suggested.